Event description:
This lead was implanted into the rv with normal function intra and post-operatively. Pt later complained of chest pain and was discovered to have a pericardial effusion. Lead was explanted on same day and replaced at physician's request. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.